Manufacturer narrative:
To date, the instrument has not been returned for evaluation. An investigation has been initiated based on the reported information.

Event description:
User facility reported that the device broke during the surgery. There was no patient injury reported.